Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device alarmed system error 345 (thermistor disparity). The cause was identified to be failed ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.